Event description:
Per the clinic, the patient experienced pain at the magnet and incision area and subsequently, the internal magnet was explanted (date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on august 09, 2022.